Manufacturer narrative:
The customer returned the hx-202ur single use repositionable clip (lot 93k 11) for evaluation. The manufacturer performed a visual inspection of the device and found the clip missing from the distal end of the device, which likely indicates that it was already deployed. The clip was not returned with the device; therefore, an evaluation of the clip could not be performed. There are no signs of damages/kinks/dents found on the insertion portion. However, the tube sheath which covers the insertion portion and tube joint (yellow) were not returned with the device. The slider movement from the handle was normal, whether or not the tube sheath was coiled. The IFU states the following, "do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use it. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument." Based on the evaluation, the manufacturer was unable to determine the cause of the clip detachment at the end of the quickclip pro device. The clip at the end of device consisting of the coil retainer, clip arm and clip pipe, was not returned for evaluation. Additionally, the tube sheath and tube joint were not returned for evaluation.

Event description:
The company representative reported the hx-202ur clip detached and fell into the patient. At the beginning of the procedure, the hx-202ur clip was placed down the scope and the scope was inside the patient. When the hx-202ur came out of the scope, the clip detached and fell into the patient. The customer was able to retrieve the detached clip from the patient without any reported patient death or injury.